Event description:
It was reported, during the implantation of this 29mm transcatheter aortic bioprosthetic valve (tav), the tav was deployed at an implant depth of 2mm on the non-coronary cusp and 4mm on the left coronary cusp. Following deployment, underexpansion of the tav frame and an unspecified severity of paravalvular leak were noted. The physician performed a post-implant balloon aortic valvuloplasty (bav) to correct the underexpansion. As the deflated balloon was withdrawn from the aortic annulus, it caught the tav frame and dislodged it past the sinotubular junction. A procedural delay of 20 minutes was noted, and a second tav was implanted into the correct position. Following the tav implant procedure, the implanted, but inactivated tav was erroneously registered to the patient as active and a patient registration ID card was sent to the patient. However, the patient¿s registration was corrected with correct status of the tav. No patient symptoms or complications were reported as a result of this event. Additional information was received that a medtronic guidewire was used during the implant procedure, and a pre-implant bav was not performed. The deployment starting point was at the bottom of the pigtail catheter, and the valve was recaptured one and a half times due to the implant depth being too shallow that was overcompensated to a too deep implant depth. The severity of the paravalvular leak (pvl) was "mild+". The first delivery catheter system (dcs) was not used to implant the second valve. There was nothing in terms of patient anatomy that contributed to the dislodgement.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implantation of this 29 mm transcatheter aortic bioprosthetic valve (tav), the tav was deployed at an implant depth of 2 mm on the non-coronary cusp and 4mm on the left coronary cusp. Following deployment, underexpansion of the tav frame and an unspecified severity of paravalvular leak were noted. The physician performed a post-implant balloon aortic valvuloplasty to correct the underexpansion. As the deflated balloon was withdrawn from the aortic annulus, it caught the tav frame and dislodged it past the sinotubular junction. A procedural delay of 20 minutes was noted, and a second tav was implanted into the correct position. Following the tav implant procedure, the implanted, but inactivated tav was erroneously registered to the patient as active and a patient registration ID card was sent to the patient. However, the patient¿s registration was corrected with correct status of the tav. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
D10. Continuation: concomitant medical devices in use during the event include: medtronic brand name: evolut fx dcs; medtronic product ID: d-evolutfx-2329 (lot: 0013197312); product type: 0195-heart valves; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.